Event description:
Caller reported that insulin gauge displayed an amount different from what was expected. There was no adverse impact to the customer's blood glucose level. Customer acknowledged that the discrepancy might have been due to initially being unaware that the mobi cartridge holds a maximum of 200 units, as opposed to the 300 units they believed it could contain. Additionally, customer mentioned a possible inaccuracy in bolus calculation. No further corrective actions were detailed.